Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a few night ago, the device started shocking then when they started to lay down. The patient stated that they decreased stimulation to 3.5 and then 2.1, and then confirmed the stimulation no longer shocks them.